Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after a successful intervention (pediatric cardiology) using the balance middleweight universal (bmwu) guide wire, the nurse attempted to put the used guide wire back into the plastic dispenser coil of the guide wire packaging. During this action, it was noticed that the guide wire was separated into at least four pieces. No damage to the guide wire was noted during the procedure, therefore the hospital staff suspects that the damage occurred at a later time point. The patient is fine. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.